Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. The collar weld plate was separated. At 7.2cm from the tip of the device the shaft was flattened of which includes the tip of the device. There were no further damages or irregularities. Photo media depicts product packaging to the reported batch. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 6f guidezilla ii was selected for percutaneous coronary intervention (pci). During insertion, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that the device was fractured. A 6f guidezilla ii was selected for percutaneous coronary intervention (pci). During insertion, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1 - (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There was blood in the shaft of the device. The collar weld plate was separated. At 7.2cm from the tip of the device the shaft was flattened of which includes the tip of the device. There were no further damages or irregularities. Photo media depicts product packaging to the reported batch. No other issues were identified during the product analysis.

Event description:
It was reported that the device was fractured. A 6f guidezilla ii was selected for percutaneous coronary intervention (pci). During insertion, it was noted that the device was fractured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.